Event description:
It was reported that a clearlink continu-flo set leaked. This occurred while priming the device. The reporter stated that they had turned off the flow and left the setup overnight. In the morning the solution bag was empty and solution was observed on the floor.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.